Manufacturer narrative:
.

Event description:
Procedure type: lap nissen. According to the reporter: the needle does not pass through tissue. The needle got stuck on the stomach and when toggling back and forth the needle fell out. In addition, audible clicking noise heard when attempting to pass needle. No tissue damage and no patient injury was reported. Applied another device to continue the procedure.